Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and osteolysis. The liner was noted to have wear, deformation and a yellowish color upon removing.